Manufacturer narrative:
H4: device manufacture date: december 12, 2020 - december 14, 2020. H10: two (2) actual and thirty-one (31) companion samples were received for evaluation. The other actual sample was not received and therefore, could not be evaluated. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed in the 2 actual and 5 randomly selected companion samples which revealed a leak in the spike port bonding area in all actual samples and only one of the companion samples. The reported condition was verified in all actual and 1 of the companion samples; however, not verified in remaining 4 randomly selected companion samples. The cause of the condition could not be determined; however, the direct cause of a leak at the spike port bonding area was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center ports. The leaks were discovered when the bags were removed from the compounder. There was no patient involvement. No additional information is available.